Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the ins moved slightly from the left side to closer to the spine. The rep reported that the patient was feeling a burning sensation under the battery. The rep noted that the patient gained 7 pounds as a factor the could have contributed to the issue. The rep reported that the healthcare provider (hcp) looked at the battery and said it moved slightly. The hcp retorted the battery with his hand under the skin. The rep reported that if pain persisted, a pocket revision would be done. The patient was to follow up with the hcp. No further complications were reported.

Event description:
Additional information was received from the healthcare provider (hcp) and the manufacturer representative (rep). It was reported the patient wanted the battery relocated. The patient requested that the battery be relocated higher up her left side and the healthcare provider (hcp) moved the battery (B)(6) 2020. The issue was resolved.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019-, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hcp determined that the cause of the burning sensation was the battery moving around on her bone. The hcp moved the battery over with his hands. A pocket revision for was planned, but it was not yet scheduled. No further complications were reported.